Event description:
It was reported that the patient suffered a subarachnoid bleeding (sab) after falling down the stairs. A computed tomography (CT) scan was done. This scan confirmed the bleeding. The bleeding was treated conservatively. The fall as not due to lvad therapy. The patient passed away due to the sab. The death was not considered device or therapy related. The device operated as expected. An autopsy was not performed. The device was not explanted and would not be returned.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported event and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and death as potential adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), outlines the recommended anticoagulation regimen, including international normalized ratio range, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.